Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the twist clamp of a transfer set. This issue occurred during use at the hospital. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3 and h6. Correction to b5 and f10/h6: device codes. B5: upon clarification from the customer, the separation occurred between the patient connector and tubing of a transfer set, not between the female connector (dark blue) and twist clamp. F10/h6: device codes: replace 757 with 525. H10: the device was received for evaluation. Visual inspection was performed which identified the patient adapter separated from the tubing/bushing. A hole/cut was also identified in the silicone tubing. Functional testing including leak, clear passage and clamp function testing were performed; no issues observed during clear passage and clamp function testing however, leak testing revealed a leak through the hole. The reported separation was verified. The cause of the separation and the hole in the tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.